Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the iq issue. All system functions assessed and issue could not be reproduced. A system with in specifications. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality on one procedure.